Event description:
Customer contacted us via social media on 9/16/19 to notify us that she was struggling to remove her cup. After messaging extensively to assist the customer in removal, as well as offering phone support which the customer denied, the customer ultimately sought medical assistance to remove the cup.